Manufacturer narrative:
Follow-up #1: date of submission 15-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: a review of the pump history showed no activity related to the allegation. The rewind, load, and prime steps were performed successfully. The prime menu was checked multiple times during testing and the prime box was always filled. The reported issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an other (unusual issue) issue. It was alleged that there was no loss of prime alarm and the prime box wasn¿t filled in. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because of the allegation of a pump malfunction.